Manufacturer narrative:
Gtin: (B)(4). Upon completion of the investigation a follow up report will be filed.

Event description:
After implantation, the device showed minus readings. It was reported that there was no problem with the icp express. There were no adverse consequences to the patient.

Manufacturer narrative:
The device was returned and evaluated by the supplier. The supplier's evaluation included a review of quality records, which found that the instrument met all manufacturing and quality testing/inspection specifications prior to distribution. The evaluation of the returned device found that there was a film residue over the sensor area that is not part of the manufacturing process. There was a bend in the catheter material at the sensor case. The epoxy was lifting at the catheter and sensor case at the bend site. The device passed all electronic, noise, linearity/hysteresis, and signal drift tests. The supplier was not able to confirm the reported issue. Sensor passed all testing after cleaning. At present, we consider this complaint to be closed.